Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that the connector needle inside the infusion set tubing was bent, and he was unable to attach his tubing. Customer suspects some defect was present which could have lead to a leak. No adverse event. Infusion set is being returned.